Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# j0120576v, implanted: (B)(6) 2010, product type: lead, product ID: 3387-40, lot# j0120576v, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the lead eroded and surgery was scheduled on (B)(6) 2016 to have the lead removed. Please see report number 3004209178-2016-07196.

Event description:
Additional information received from the patient reported that the device wire was hanging out of their chest, wouldn't heal, and got infected as of (B)(6) 2016. The issue was resolved by doing surgery where they "took it out of the left side" and put it in their abdomen. See related regulatory report 3004209178-2016-07196.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.